Manufacturer narrative:
(B)(4). The date of the event was reported as an unreported date in (B)(6) 2015. As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced eosinophilic peritonitis coincident with automated peritoneal dialysis therapy. On an unknown date in the reported month of the event onset, the patient experienced eosinophilic peritonitis. The cause of the peritonitis was not reported. The patient was not hospitalized for the event. Treatment details were not reported. On an unknown date, in the same month, the patient again experienced eosinophilic peritonitis. It likely the patient did not recover from the initial peritonitis event and this is a relapsing peritonitis event. The cause of the peritonitis was not reported. The patient was not hospitalized for the event. Treatment details were not reported. Action taken with dianeal therapy was not reported. The outcome and patient recovery status of the event were not reported. No additional information is available.